Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing. A leak appears.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the adaptor was damaged. The sample was placed on the oxygen flowmeter under o2 flow at 15 l/min for 20 minutes and no cracks were found that could be causing leakage in the product. Therefore it is considered as an acceptable and functional sample. The customer complaint cannot be confirmed as there were no issues found with the returned sample. While performing the visual inspection, damage was observed on the adaptor; however, it was determined that this damage did not occur at the manufacturing facility. No cracks were found that could be causing leakage in the product.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing.a leak appears.

Manufacturer narrative:
(B)(4). The investigation information that was sent in follow-up #1 was incorrect. The correct investigation results are as follows: the sample was returned for evaluation. A visual exam was performed and it was observed that the snap cap of the adaptor was assembled on the adaptor upside down. The DHR for water lot 089166 was reviewed to identify what lot number of 040 humidifier adaptor was packaged with this water lot. The 040 humidifier lot 05d16 was packaged with water lot 089166. The review of the manufacturing event log for lot 05d16 shows no issues that may have contributed to any quality issues reported. All process parameters were within specification, all in-process qa inspections were acceptable, and all post sterility and package integrity tests were acceptable. Because the snap cap on the adaptor was upside down, the adaptor could not be connected to the flowmeter. A non-conformance was opened to address this issue.

Event description:
The customer alleges that the adaptor is breaking (crack) for aquapak oxygen tubing.a leak appears.